Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was failed and not detected on bus. A field service engineer inspected main drawers 2.1 and 2.2 and observed multiple missing light emitting diodes (led) indicators on 2.2; reboot did not resolve the issue, with all pockets on 2.2 not on the bus while 2.1 functioned normally and all connections were secure, replaced the 2.2 drawer controller, resulting in no light emitting diodes (led) activity, then replaced the module controller, after which both drawers became nonfunctional, replaced the module controller again and the drawer controller for 2.1, restoring 2.1 functionality in diagnostics while 2.2 remained off the bus, replaced the 2.2 drawer controller again, which led to complete drawer failure due to a configuration mismatch, installed a replacement drawer assembly, transferred all cubie pockets to corresponding positions, corrected a divider plate misalignment causing drawer obstruction, and completed reinstallation, verified the replacement drawers in hardware test application (hta), and customer configured drawers in the application and completed inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 failed and not detected on bus. Customer turned it off and on, tried to recover, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.